Event description:
The item had been broken at the hexagonal point while surgeon did a spine case (during tightening).

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.